Event description:
It was reported that the patient received a notice for out-of-range high-voltage lead impedance. The trend showed a gradual increase over the past three months. No intervention was performed, and there were no adverse events to the patient.